Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Model number/catalog number: sc-2218-50e, serial number: (B)(4), batch/lot number: 21403343, model/catalog description: linear st trial lead kit 50 cm. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21459495, model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a long lasting infection at the ipg and lead site. A clear liquid was not noted weeping from the incision sites. The patient was placed on antibiotics. A report was received that the patient had a possible infection at the incision sites. Symptom of clear liquid was noted from the incision sites. The physician believed that it was not device related and the patients body was causing the possible infection. The patient was prescribed with antibiotics and underwent an explant procedure